Event description:
It was reported that, according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr), a total of 835 cementless polarcup primary total conventional hip replacement procedure were studied in a period between 1-sep-1999 and 17-may-2022. From this cohort, 36 patients required a revision surgery due to different reasons including loosening (6 patients), fracture (7 patients), prosthesis dislocation (8 patients), infection (13 patients) and unknown reasons (2 patients). The relation between the reported adverse events and the study devices can not be verified, however, their contribution can not be excluded. The patients that suffered from the revision surgery had the following primary cementless polarcup shell devices implanted: polarcup shell ti-pla/flanges 43 non-cem (1 patient), polarcup shell ti-plasma 45 non-cem (1 patient), polarcup shell ti-plasma 47 non-cem (1 patient), polarcup shell ti-plasma 49 non-cem (3 patients), polarcup shell ti-plasma 51 non-cem (3 patients), polarcup shell ti-plasma 53 non-cem (1 patient), polarcup shell ti-plasma 55 non-cem (2 patients) polarcup shell ti-plasma 45 non-cem (1 patient), polarcup shell ti-plasma 47 non-cem (1 patient), polarcup shell ti-plasma 49 non-cem (4 patients), polarcup shell ti-plasma 51 non-cem (7 patients), polarcup shell ti-plasma 53 non-cem (1 patient), polarcup shell ti-plasma 57 non-cem (2 patients), polarcup shell ti-plasma 59 non-cem (1 patient), polarcup shell ti-plasma/ha 55 non-cem (1 patient) and other unspecified cementless polarcup shells (6 patients). As the information was extracted from the aoanjrr, no further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr) [1], a total of 835 cementless polarcup primary total conventional hip replacement procedure were studied in a period between 1-sep-1999 and 17-may-2022. From this cohort, 36 patients required a revision surgery due to different reasons including loosening (6 patients), fracture (7 patients), prosthesis dislocation (8 patients), infection (13 patients) and unknown reasons (2 patients). The relation between the reported adverse events and the study devices can not be verified, however, their contribution can not be excluded. The patients that suffered from the revision surgery had the following primary cementless polarcup shell devices implanted: polarcup shell ti-pla/flanges 43 non-cem (1 patient), polarcup shell ti-plasma 45 non-cem (1 patient), polarcup shell ti-plasma 47 non-cem (1 patient), polarcup shell ti-plasma 49 non-cem (3 patients), polarcup shell ti-plasma 51 non-cem (3 patients), polarcup shell ti-plasma 53 non-cem (1 patient), polarcup shell ti-plasma 55 non-cem (2 patients) polarcup shell ti-plasma 45 non-cem (1 patient), polarcup shell ti-plasma 47 non-cem (1 patient), polarcup shell ti-plasma 49 non-cem (4 patients), polarcup shell ti-plasma 51 non-cem (7 patients), polarcup shell ti-plasma 53 non-cem (1 patient), polarcup shell ti-plasma 57 non-cem (2 patients), polarcup shell ti-plasma 59 non-cem (1 patient), polarcup shell ti-plasma/ha 55 non-cem (1 patient) and other unspecified cementless polarcup shells (6 patients). As the information was extracted from the aoanjrr, no further information is available. The complaint devices, used in treatment, were not received for investigation, a visual inspection could not be performed. The part and the batch number of the devices are not known. Therefore, the batch record review could not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. The device labeling was reviewed, the IFU for the complaint device (lit. No. 12.23, ed. 03/21) stated possible side effects resulting from hip arthroplasty. Due to insufficient information, it is not possible to perform a review of past corrective actions. For the medical investigation, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: smith & nephew australia polarcup total conventional hip, automated industry report 6535/ 6529/ 6536/ 6538, by the australian orthopaedic association national joint replacement registry (aoanjrr), report generated in may 2022.